Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the aortic extender endoprosthesis (aortic extender) provides an extension of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk). The aortic extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis.

Event description:
On (B)(6) 2007, the pt was implanted with two medtronic devices to repair an abdominal aortic aneurysm. There was a proximal type I endoleak therefore a gore excluder aaa endoprosthesis aortic extender component was implanted. On (B)(6) 2007, the pt underwent a follow-up computed tomography that revealed a proximal type I endoleak. On (B)(6) 2007, the pt underwent open repair where all devices were explanted and discarded. The pt tolerated the procedure.